Event description:
It was reported that pre-closure placement of the prostar xl sutures was attempted in the common femoral artery prior to a transcatheter aortic valve implantation (tavi). The physician was able to place the device in the vessel and also to deploy the needles without problems or resistance. Reportedly, when the needles were removed, it was noticed that the sutures were torn at all four needles. The suture ends were torn at such low level, near the skin, that it was impossible to use them for vessel closure. The physician removed the device and attempted a second prostar xl device with the same result. Additional two prostar xl devices were attempted, one at a time; however, the needles could not be removed from the hub. A fifth prostar xl was attempted, from a different lot number, and deployment was uneventful. The tavi procedure was performed; however, hemostasis was not fully achieved with the prostar xl sutures. A surgeon was called in and the puncture site was closed surgically. There was no adverse patient sequela. The physician is reported as not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Event reported as occurring in (B)(6) 2012. (B)(4): operator not trained. The prostar xl instructions for use (IFU) indicates the device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the IFU and be familiar with the deployment techniques associated with the use of this device. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional four prostar xl devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Fourteen unused sterile prostar xl devices with the lot number, 20123k1, were returned for evaluation. Functional testing was performed and the devices performed according to specifications. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.